Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 8am on (B)(6) 2017, when she obtained an alleged inaccurately high blood glucose result of ¿99 mg/dl¿ compared to ¿62 mg/dl¿ on another onetouch verioiq meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin which she self-adjusts. She reported that she took 12 units of insulin after she finished eating and within 30 minutes started to develop symptoms of ¿dizzy, headache, heart was pounding, hard time to breathe.¿ she denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, her test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.